Manufacturer narrative:
Title a multicentre, randomized clinical trial comparing the veriset¿ haemostatic patch with fibrin sealant for the management of bleeding during hepatic surgery source hpb, 15, 548¿558, 2013, date of publication: 9 august 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a study was made regarding the safety and effectiveness of a synthetic hemostatic patch for soft tissue bleeding during a variety of surgical procedures. Time to hemostasis was monitored, and adverse events were assessed during the 90 days after surgery. Within the presented subjects, one was lost to follow-up and the other died during the study from embolic complications of a pre-existing atrial thrombus that was unrelated to the test of device. In one subject with anemia, the adverse event was adjudicated by the independent medical monitor as having an unknown or impossible to determine relationship with the device. Another subject does not achieved hemostasis after 2 minutes and an alternative topical agent was administered. In another subject, hemostasis was achieved but later in the procedure, it detached during a gastric pull-up maneuver. No tissue damage was observed in these two subjects. Another subject, the patch was later removed when the initial trabecular bone score was extracted along with an organ because of a procedural complications unrelated to the use of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.